Event description:
It was reported that (1) ez45g was used during a video assisted thoracic surgery procedure. It was reported by the rep that the instrument jammed and was replaced with another ez45g. The case was completed and there was no consequence to pt.